Event description:
In 2007, the company rec'd a report where it was alleged that three devices developed "occlusions." No details were provided for the other two occurrences. Approx two months later, new information was provided. On the same day, the customer called alleging that the device developed an "occlusion" during pt use, resulting in a patient event. The customer stated that the pt was a female who was intubated three months earlier due to respiratory failure. The caller stated that the pt was ventilator dependant. The caller alleged that the following month, "the device developed a total occlusion which lead to cardiac arrest and death." The caller stated that no further information was available.

Manufacturer narrative:
Investigation is currently in progress.